Event description:
It was reported that during a laparoscopic gastric bypass procedure, the clip applier was difficult to fire and spit out multiple clips, while clipping staple lines. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: did the clips fall into the patient? Yes. Were they retrieved? Yes. Were multiple clips feeding at the same time? Yes. Which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Short gastrics. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? Yes, if so, when? Immediately. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out. What were the indications for surgery? Morbid obesity. What was found? N/a. Does the patient have any relevant history of surgical treatments? Don't know if so, what? Did somebody other than the primary surgeon fire the instrument? No, if so, whom? The analysis results of the found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws a scissor clip was formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The next clip was not properly fed into the jaws causing the clip to be ejected; the clip was caught between the jaws and top shroud due to the found feeding issue. The remaining clips were properly fed and formed according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.